Manufacturer narrative:
The malfunction was observed during initial testing; however after disassembling the device to determine root cause, the reported malfunction was no longer seen. The device was put through extensive testing without duplicating the reported malfunction. The battery interconnect board was replaced as a precaution. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.